Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer primed the infusion set tubing to address the issue. The customer's blood glucose (bg) level was 565 mg/dl. A manual injection was administered to address elevated bg.